Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of 400 mg/dl and would like to troubleshoot insulin pump to make sure everything is working properly. The customer indicated that 29 no delivery alarms were received. Troubleshooting found that the bottom of the pump is chipped, air bubbles in the tubing and the insulin is cloudy. . Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to monitor pump and change out reservoir and infusion set as it appears that the pump is performing as designed.